Event description:
Per the clinic, the patient experienced an infection at abutment site and subsequently was treated with antibiotics (type, specific date and duration not reported).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. There are plans to convert the patient to a transcutaneous osia implant system, however, this has not taken place at the time of this report. This report is submitted on october 25, 2023.